Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result the customer went to the emergency room and customer was subsequently hospitalized on (B)(6) 2021 with blood glucose (bg) value that ranged from 288-400 mg/dl with high ketones. The customer was treated with intravenous fluids of saline and insulin and was released from the hospital one day later with no permanent damage. Customer reverted to alternate pump for insulin therapy.